Event description:
The patient was admitted for a procedure with a totally occluded, restenotic (non-cordis stent) lesion in the mid right coronary artery (rca). The lesion was heavily calcified and the vessel was highly tortuous. The lesion was pre-dilated and an intravascular ultrasound (ivus) was being conducted, however, the ivus catheter would not advance while passing through the arch of the proximal rca. Then a 3.5 x 13mm cypher select plus stent was being delivered to the lesion, however, it became stuck while passing the same area of the proximal rca. The stent did not reach the lesion and it was noted to be flared. Therefore, the physician stopped using the stent and the lesion was further pre-dilated. A 2.75 x 15mm promus stet was implanted and the procedure was successfully completed. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The following products were used during the index procedure: a sion guidewire, an ultimatebros3 guidewire, a conprox2 guidewire, a fielder fcx2 guidewire, an extension guidewire, a mach1 guiding catheter, a jr4 guiding catheter and a 2.0 x 10mm tazuna ballo. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. During a pci a cypher stent could not be delivered to the target lesion and the stent struts were noted to be uplifted. The product was removed from the patient without difficulty and the procedure was successfully completed with another product. The patient was admitted for a procedure with a totally occluded, restenotic (non-cordis stent) lesion in the mid right coronary artery (rca). The lesion was heavily calcified and the vessel was highly tortuous. The lesion was pre-dilated and an intravascular ultrasound (ivus) was being conducted, however, the ivus catheter would not advance while passing through the arch of the proximal rca. Then a 3.5 x 13 mm cypher select plus stent was being delivered to the lesion, however, it became stuck while passing the same area of the proximal rca. The stent did not reach the lesion and it was noted to be flared. Therefore, the physician stopped using the stent and the lesion was further pre-dilated. A 2.75 x 15 mm promus stet was implanted and the procedure was successfully completed. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + (B)(4) 3.50 x 13 mm was received coiled inside a plastic bag. The unit was received wavy; however this condition could be related to the way the unit was sent for analysis. The stent was found with the struts uplifted in the distal section. No other damages were noted. The crossing profile was measured in the undamaged area of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "strut uplift-during use" was confirmed. The cause of the failures experienced by the customer could not be determined. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information available for review, there are possible vessel characteristics (highly calcified and tortuous) and procedural factors that may have contributed to the tracking difficulty resulting in distal stent strut uplift. Neither the DHR review nor the product analysis suggests that the reported failure and bents found on the sds are related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.